Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123163. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123185.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient declined any further troubleshooting or reprogramming of the scs device. Therefore, the patient underwent an explant procedure during which the ipg and leads were removed. The patient was doing well postoperatively. The explanted devices will not be returned as they were not released by the medical facility.